Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). As part of the manufacturing process, the units go through a balloon inflation and visual inspection. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Patient demographics unable to be obtained.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of error message could not be confirmed. As received, balloon latex appeared deteriorated. Balloon was found to be ruptured at the central area. Both balloon windings were intact. The edges of latex did not appear to match up at the rupture area. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. The thermistor was found to read accurately when submerged into a water bath. The catheter ran cco (continuous cardiac output) in the water bath on hemosphere monitor for five minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. Resistance value of thermal filament circuit was measured within specification. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this swan-ganz catheter, error message "fault: co - check thermal filament position" was displayed. There was no allegation of patient injury. The device was received for evaluation. As received, balloon latex appeared deteriorated. Balloon was found to be ruptured at the central area. The edges of latex did not appear to match up at the rupture area.